Event description:
It was reported that the right ventricular lead had oversensing, high impedance, and a suspected fracture. The lead integrity alert triggered a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation was torn, the outer insulation had a cosmetic depression and the lead was stretched.